Event description:
Testicular placed uneventfully during procedure and appeared to be in good condition. On subsequent exams the prosthesis was riding high and hard & appeared to have deflated. Patient requested removal. Physician feels the implant is defective.

Event description:
Testicular placed uneventfully during procedure and appeared to be in good position. On subsequent exams the prosthesis was riding high and hard & appeared to have deflated. Patient requested removal of the implant. Physician feels the implant is defective.

Manufacturer narrative:
One saline testicular device was received for evaluation. Examination and testing of the returned device revealed no functional abnormalities. Leakage testing was performed. No leakage was observed during the testing of the device. Microscopic examination revealed one puncture in the injection port of the device. There was no indication that the injection port had been punctured with a needle to be filled prior to implant as the device instructions for use (IFU) states.

Manufacturer narrative:
Evaluation pending. A follow-up report will be filed.